Event description:
It was reported that during an in-clinic follow-up, the device was interrogated and revealed that the battery was at elective replacement indicator (eri). However, the battery voltage was not at eri levels. Technical support was contacted and confirmed that a false eri alert had been delivered and the battery voltage levels were accurate. No intervention was performed at this time. The patient was stable and will continue to be monitored.